Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope had no image when plugged in. No negative impact in state of health reported.

Manufacturer narrative:
No further evaluation can be performed and provided. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site on the device: primary damage location: imager/image bundle. Primary damage type: no image. Primary damage cause: maintenance and care. Details: no image. Fluid invasion in handle housing. Crushed shaft. No light output. This event is filed under internal complaint ID (B)(4).